Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's oxygen blending module board was replaced to address the issue. In addition of the above evaluation, the device's trilogy o2 pm1 kit, detachable battery, internal battery, capacitor, battery fan, exhaust fan assembly, stirring fan, 200/o2 flow sensor assembly, 200/o2 tubing kit, power cord, oxygen blender manifold parts were replaced as regulated by maintenance procedure to prevent failure, which was not related to the malfunction/issue. The device's technician performed repair test, alarm check, battery check, run in tests, cleaning then confirmed the unit operated properly. The device's software version was checked.